Event description:
Customer reported the alarm is sounding, however, it does not send a signal to the nurse call station. The date of the event is unknown. No patient injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. The unit does not send a signal to activate the red led. When the nurse call receptacle is wiggled, the nurse call red led turns on and off. There is physical damage to the nurse call receptacle. Additionally, unit has been exposed to moisture and the battery door is missing. (B)(4).